Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis was able to confirm the reported insulation damage. The damage was determined to be induced in the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to the patient developing a hematoma and insulation damage to the lead. No additional adverse patient effects were reported.